Manufacturer narrative:
Model #, catalog # and lot number: unknown, not provided. Expiration date and unique identifier (UDI#): unknown as the lot number was not provided. This is not an implantable device PMA/510(k), device manufacture date: unknown, because the lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of the injector went through the cartridge. The rod is pushing through the plastic of the cartridge. Additional information was received and it was learnt that the cartridge tip was damaged but there was no patient contact. Reportedly, the injector was used after the reported event and nothing wrong was reported with it. No problem was reported with the lens either. No further information was provided.